Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the alarm was cleared for one event and resumed insulin delivery to address the issue. For another event, customer changed supplies but declined to specify what pump supplies were changed. Customer declined troubleshooting with tandem technical support and declined to provide further information.